Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 122" and "pacer fault 126". Complainant indicated that there was no pt involvement in the reported malfunction.